Event description:
It was reported that the plunger of bd ultra-fine¿ nano¿ pen needles could not move during injection. The following information was provided by the initial reporter: ¿ item 320122 lot 8270626, exp 2023-10-31 during the injection plunger will not move. Takes the needle out sometimes the patient end is bent other times non patient end is bent. Discarded samples. Does not reuse. ¿

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of bd ultra-fine¿ nano¿ pen needles could not move during injection. The following information was provided by the initial reporter: ¿ item 320122, lot 8270626, exp 10-31-2023. During the injection plunger will not move. Takes the needle out sometimes the patient end is bent other times non patient end is bent. Discarded samples. Does not reuse. ¿